Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-01195 and 3005099803-2010-01196. It was reported to boston scientific corporation on (B)(6) 2010 that three c.r.e. Wireguided balloon dilatation catheter devices were used during a duodenal dilatation procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the cre balloon was not properly deflated and as a result, the device got stuck in the scope. The procedure was successfully completed with a fourth c.r.e. Wireguided balloon dilatation catheter. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the balloon was relaxed and deflated however there were bends on the catheter shaft. A functional evaluation was performed and the balloon was inflated using an alliance syringe and water. The balloon inflated per flag label and deflated without difficulty. The complainant reported that the balloon could not be fully deflated during the procedure and became stuck in the scope as a result. The dfu states that a vacuum must be applied to the balloon for deflation, however the balloon was not properly deflated (vacuum was not applied/maintained). It is probable that the balloon could not be removed from the scope as a result of an insufficient vacuum. The root cause of this complaint is use/user error.

Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-01195 and 3005099803-2010-01196. It was reported to boston scientific corporation on (B)(6), 2010 that three c.r.e. Wireguided balloon dilatation catheter devices were used during a duodenal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cre balloon was not properly deflated and as a result, the device got stuck in the scope. The procedure was successfully completed with a fourth c.r.e. Wireguided balloon dilatation catheter. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.